Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the left bundle branch pacing (lbbp) lead exhibited high capture threshold in multiple implant locations. The lbbp lead was not used and replaced on (B)(6) 2024. The patient was in stable condition.